Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4). 2017 that on (B)(6). 2017 the receiver initialized without a manual restart. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and booted up. Functional testing was performed and there was no failure detected related to the complaint. The data log was reviewed and no errors were observed. The reported event of initializing screen without manual restart was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.